Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported event. The instrument appears to have been heavily used. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The suggestion was that while the reamer did an adequate job reaming, it required more pressure to accomplish the desired result. Surgeon said that the reamers were dull and all needed to be changed.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when using drill bits on the set the surgeon said that they are too dull and asked that the drill bits that are used on ever cased be exchanged for new ones. No surgical delay.